Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2026: the patient was scheduled for a contrast-enhanced examination. An intravenous catheter was inserted into a vein in the upper arm. Peripheral bleeding occurred following the insertion, so the catheter was replaced.